Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain #12) alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014 09:03:41. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). Visual inspection and functional tests were performed with no device issues found relating to the reported event. The device was evaluated and the reported issue was identified during the review of the event history logs. However, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.